Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that an rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient, gender and weight are unknown). According to the complainant, during the procedure, the catheter was leaking from the tip and the physician could not inject contrast. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.